Manufacturer narrative:
UDI section of d4 is unknown. No product information has been provided to date. Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer turned the position of the rotary flow valve to the maximum or the minimum, it unintendedly slipped out of place. No adverse patient effects were reported by the customer and it was reported that no further information is available.

Manufacturer narrative:
Other, other text: h6: evaluation codes updated. Device evaluation: one sample was received. During the visual inspection, there was no abnormality in the appearance of the main body other than the tidal volume knob will ?rebound' away from the end stop. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue is that the rotary flow valves (rfvs) on parapac plus ventilators have been found to have insufficient friction (torsional resistance), which allows the attached tubing to push or pull the tidal volume control away from maximum or minimum end-stops. The rfv assembly was replaced. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.